Event description:
It was reported issue with the usb port, which required changing cables to ensure proper connection. There was no adverse impact to the customer's blood glucose level. The customer agreed to implement recommendations provided by technical support to reduce the frequency of occlusion alarms, including using varisoft 13mm samples and rotating infusion sites. Additionally, they were encouraged to call back if occlusions persist despite following clinical recommendations, especially if alarms occur actively.